Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported after the pump was turned off for an unspecified amount of time, the pump was not turning back on when the customer attempted to turn the pump back on. Reportedly, the customer attempted to turn the pump back on with multiple power sources and cables. Customer's blood glucose level was 159 mg/dl. Customer has back up manual injections for continued insulin therapy.